Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023 in which the ipg was repositioned and the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6994704.

Event description:
Related manufacturer reference number 1627487-2023-00253. It was reported that the patient experienced pain at the ipg site due to ipg migration following a traumatic event. It was also reported that one of the patient's leads was found to be fractured following the traumatic event, causing ineffective therapy for the patient. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads is fractured.

Manufacturer narrative:
Correction section d4-sn serial # (B)(6) is the one explanted and not sn (B)(6) as documented in the initial report.

Event description:
It was reported that the patient experienced ineffective therapy due to a fracture found in one of the leads following strenuous activity. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads is fractured.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6994704.